Manufacturer narrative:
The insulin pump was received with loose drive support disk.

Event description:
Customer called in to report that his insulin pump had physical damage. Customer stated that the button of the reservoir compartment seems to be coming out. Troubleshoot was performed and setting since to be correct. No further info was provided.